Event description:
Customer reportedly received result of 300 mg/dl on advantage system and 150 mg/dl on a lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the system has been discarded; replacement was sent.